Event description:
Incorrect analysis information initially supplied. Evaluation summary: analysis of the returned device showed no evidence of damage to the distal tip or to the stent on the device. The transition shaft was kinked at 36cm proximal to the tip of the device.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, tortuousity). Deformation problem. (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent in the lad with 85% stenosis. The lesion was reported to be tortuous. During the surgery, the lesion was pre-dilated, but the device could not pass the lesion due to severe tortuosity. No patient injury is reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked immediately distal to the strain relief and 41.5cm distal to the strain relief. The distal tip was undamaged. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th and 8th proximal segments were misaligned with raised struts, 3rd, 5th and 6th distal segments have raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).